Event description:
It was reported, that the patient presented for a follow-up. Upon review, it was discovered, that the implantable cardioverter defibrillator was found in backup operation. The device was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of backup operation was confirmed. The cause of back up operations was due to a power-on-reset (por) as a result of a drop in battery voltage. The drop in battery voltage was caused by excessive number of high voltage therapies. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.